Event description:
The patient called lifescan and alleged that their meter was set to the wrong unit of measurement. The patient stated that the meter was previously set to the correct unit of measurement and that they did not recently change the settings in the setup mode. They visited their nurse, who advised to contact lfs. They also advised to take extra insulin; the patient was advised by lfs to call the nurse back to inform them of the meter issue. Due to a spontaneous/intentional power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement, thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. There is, however, no indication that the meter contributed to a serious injury. A replacement meter is being sent to the patient.